Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident treated with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at time of low blood glucose event. Customer was assisted with troubleshooting for low blood glucose level. Current blood glucose 391 mg/dl. No further patient complication were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.